Manufacturer narrative:
Follow up 12-aug-2015: the device was returned to manufacturer and ptc results were updated and provided. Ptc global number: (B)(4). Final assessment :failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper,this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, all IFU steps were completed. The device was returned without micro-insert. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the cathether breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue and a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She had an attempt of essure (fallopian tube occlusion insert) insertion and during this procedure, only one half of left essure device was retrieved, the other part remained into the bettocchi channel. This event, regarded as device breakage, is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, essure insertion was difficult due to fallopian tube oedema (right side) and obstruction (left side); this may have been a contributory role in the reported breakage. As this event occurred in association with a complicated essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident; as although patient suffered no consequences, this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Ptc investigation result was received on 06-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 5/19/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c68122 (production date 19-jun-2014 and expiration date 30-jun-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue and a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse event is not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She had an attempt of essure (fallopian tube occlusion insert) insertion and during this procedure, only one half of left essure device was retrieved, the other part remained into the bettocchi channel. This event, regarded as device breakage, is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, essure insertion was difficult due to fallopian tube oedema (right side) and obstruction (left side); this may have been a contributory role in the reported breakage. As this event occurred in association with a complicated essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident; as although patient suffered no consequences, this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 09-sep-2015 no further information was received after follow-up attempts. Case closed. Device similar case listing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-sep-2015 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She had an attempt of essure (fallopian tube occlusion insert) insertion and during this procedure, only one half of left essure device was retrieved, the other part remained into the bettocchi channel. This event, regarded as device breakage, is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, essure insertion was difficult due to fallopian tube oedema (right side) and obstruction (left side); this may have been a contributory role in the reported breakage. As this event occurred in association with a complicated essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident; as although patient suffered no consequences, this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information could be obtained.

Manufacturer narrative:
Follow up 13-sep-2016: the follow up attempts have been done, without response to date. No new information was provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1389 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She had an attempt of essure (fallopian tube occlusion insert) insertion and during this procedure, only one half of left essure device was retrieved, the other part remained into the bettocchi channel. This event, regarded as device breakage, is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, essure insertion was difficult due to fallopian tube oedema (right side), obstruction (left side) and bilateral ostium spasm; this may have had a contributory role in the reported breakage. As this event occurred in association with a complicated essure procedure, causality with the suspect insert cannot be excluded. One month later, a new attempt to insert essure was performed and after an initial attempt failed, bilateral placement was achieved. This case was regarded as other reportable incident; as although patient suffered no consequences, this might have occurred under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. No further information could be obtained.

Manufacturer narrative:
Follow-up information received from the gynecologist on 13-oct-2015: the patient's history included right ovarian cystectomy by laparoscopy, gravida 4, parity 2 (2 vaginal deliveries), spontaneous abortion (spontaneously evacuated) and elective abortion by curettage. The first attempt to insert essure was on (B)(6) 2015 (lot number c68122) with no anaesthesia. Uterine cavity dilatation was difficult. Hysteroscope introduction was easy. Left ostium was seen. Only one centimeter of the implant was inserted on left and then it blocked. Bilateral ostium spasm occurred. Ostia not visible was mentioned. It was suggested to the patient an essure placement under general anaesthesia with at the same time laparoscopy with bilateral salpingectomy in case of placement failure. In (B)(6) 2015, beta-hcg test was negative. Essure was inserted on (B)(6) 2015. Hysteroscope (bettocchi) introduction was easy. On right ostium, the placement was easy for the first implant (batch c3821.2), and there were 3 expanded outer coils visible in cavity. On left ostium, the first attempt failed with no essure progression. Uterine cavity distension was mentioned. Progressive placement of the second essure (batch a9586.1) was successful, with 1 expanded outer coil visible in cavity. Hysterosalpingography of control was planned. No other new medical information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She had an attempt of essure (fallopian tube occlusion insert) insertion and during this procedure, only one half of left essure device was retrieved, the other part remained into the bettocchi channel. This event, regarded as device breakage, is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, essure insertion was difficult due to fallopian tube oedema (right side), obstruction (left side) and bilateral ostium spasm; this may have had a contributory role in the reported breakage. As this event occurred in association with a complicated essure procedure, causality with the suspect insert cannot be excluded. One month later, a new attempt to insert essure was performed and after an initial attempt failed, bilateral placement was achieved. This case was regarded as other reportable incident; as although patient suffered no consequences, this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Since a new lot number was reported on follow-up, an updated ptc analysis is expected.

Manufacturer narrative:
Quality safety evaluation received on 17-jun-2016: ptc global number (B)(4). Manufacturing batch record c38212 (production date 20-mar-2014 and expiration date 31-mar-2017). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed. User attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As per may-25-2016 sample is not available, if sample is delivered, per report comments we are unable to confirm the device delivery catheter broke due to a manufacturing defect .we conducted a review of the two manufacturing batch records and confirmed that final product testing for these lot were performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batches. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She had an attempt of essure (fallopian tube occlusion insert) insertion and during this procedure, only one half of left essure device was retrieved, the other part remained into the bettocchi channel. This event, regarded as device breakage, is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, essure insertion was difficult due to fallopian tube oedema (right side), obstruction (left side) and bilateral ostium spasm; this may have had a contributory role in the reported breakage. As this event occurred in association with a complicated essure procedure, causality with the suspect insert cannot be excluded. One month later, a new attempt to insert essure was performed and after an initial attempt failed, bilateral placement was achieved. This case was regarded as other reportable incident; as although patient suffered no consequences, this might have occurred under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Further information is expected.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) lot number c68122 on (B)(6) 2015. It was reported, during essure procedure, the left blind had impassable ostium. While disassembling the equipment for left essure placement, after removing the delivery catheter, only one half was retrieved, the other part remained into the bettocchi channel. Additionally, right tubal ostium oedema appeared during the procedure. Bilateral placement was not performed and the procedure was stopped. According to the reporter, there were no consequences for the patient. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She had an attempt of essure (fallopian tube occlusion insert) insertion and during this procedure, only one half of left essure device was retrieved, the other part remained into the bettocchi channel. This event, regarded as device breakage, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, essure insertion was difficult due to fallopian tube oedema (right side) and obstruction (left side); this may have been a contributory role in the reported breakage. As this event occurred in association with a complicated essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident; as although patient suffered no consequences, this might have occurred under less fortunate circumstances. A product technical analysis is expected.